Event description:
8 mm tip of arthroscopic shaver broke off during surgery. X-ray was done and device fragment was located, but was unable to locate device fragment arthroscopically, so incision had to be widened. Was eventually able to locate with c-arm and scope. The tip had embedded itself into cartilage and was retrieved in its entirety.